Event description:
Info received indicates that while the surgeon was preparing the product for use he squeezed the pods together. One set of the pods, distal to the wire loop head-link, "snapped" and bent inward. The device was replaced and the procedure was continued with no adverse effect to the pt.

Manufacturer narrative:
Analysis: a visual inspection of the returned product shows the pod sections distal to the head-link have been pinched together, causing the head-link and the attached pod section to bend inward. With similar reports, we have seen that the pod section may become detached from the head-link. Product labeling includes instructions for the user, including product illustrations for the proper use of the device per its labeled indications. A caution included in the IFU states "repeated bending of the tissue stabilizers may compromise device performance. Conclusion: there was no patient consequence. Reduced device performance occurred and was related to the event.